Event description:
During a procedure with the rotablator device, the burr became stuck in a highly calcified lesion. Pt was sent to surgery where the burr was successfully removed and 2 bypass grafts were done. The pt's status post-operative was reported as good.